Event description:
It was reported that the customer was hospitalized for low potassium and hyperglycemia, with a blood glucose reading of 721 mg/dl. The customer stated that she uses a mio infusion set and changed her infusion set two days before the event. The customer also stated that she gave herself insulin with the insulin pump three days before the event, but there was no record of any boluses being delivered that day. The customer then stated that she does not know how to use the insulin pump very well. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.